Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that a lens of the wrong power was implanted into an eye during an intraocular lens (iol) implant procedure. The patient had astigmatism postoperatively and the lens was removed a replaced with a monofocal lens of a different manufacturer.

Manufacturer narrative:
Product evaluation: the product investigation could not identify a root cause for the reported complaint. It was provided that the 22.0 diopter lens was replaced with a competitors "standard 22.0 diopter lens". The facility representative also reported that, "the lens was explanted because the wrong power was implanted and the patient had astigmatism. There was nothing wrong with the lens." The manufacturer internal reference number is: (B)(4).